Event description:
It was reported that the ICD could not be interrogated with the rf antenna. Interrogation was successfully completed using an inductive wand. Previous merlin transmission had been received without any issue. Patient will be monitored remotely.

Manufacturer narrative:
.